Event description:
It was reported that this lead perforated the patient's heart wall. Surgical intervention was performed to reposition the lead. The lead remains implanted. No additional adverse patient effects were reported.